Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient encountered a 1707/coupling issues error. The following troubleshooting steps were performed; located the ins by looking for incision and/or palpating the ins, repositioned the recharger, applied comfortable pressure to the recharger or considered tightening the recharging belt, recommended patient lean forward while sitting to optimize ins position, recommended using recharger over a thin layer of clothing. The patient said the recharger would connect to the ins for ten seconds, then switch back to searching for device. They were not able to feel all four corners of the ins, and had never been able to feel all four corners. They had always only been able to feel one corner, and it was like a pyramid. The patient said they had gained some weight. They mentioned feeling a shock when the recharger was on their skin. They said it was not a constant shock, just one little shock. They put a thin layer of clothing between the recharger and skin, and the shocking resolved. They were not able to maintain a charging session. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and for in-person troubleshooting.

Event description:
Additional information received from patient. They reported it was unknown why patient was unable to feel all four corners of their ins. Patient is able to recharge now with the new recharger. Patient has met with the manufacturer representative (rep) on (B)(6)2022 at the hcp office, and discovered a faulty recharger was the problem. Issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.